Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account has purchased a brake and steer upgrade kit. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2007. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.